Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd (B)(4) sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 23mm epic max aortic valve was chosen for implant. Intraoperatively, bleeding from the epicardial fat in region adjacent to right coronary artery was noted and repaired with several interrupted sutures. After re-clamping, a rupture was identified at the base of the aortic prosthesis at junction between right and non-coronary sinus. Entire region was reconstructed from bovine pericardial patch. Subsequently, another bleeding event occurred from the right pulmonary vein and required re-entry into cardiopulmonary bypass to control bleeding. Patient received multiple transfusions of blood products. Due to prolonged surgical time (cardiopulmonary bypass was 478 minutes, clamping was 353 minutes), patient experienced post-cardiotomy shock with multi-organ dysfunction, including worsening of pre-existing renal function which resulted in oliguria and anuria. Patient required high vasopressor and inotrope support as well as continuous diuretic infusion. Progressive improvement was seen in the first 72hrs post-procedure, allowing withdrawal of vasopressor and inotrope support during first week in intensive care unit (ICU). It was reported on (B)(6) 2026, patient was initially extubated and placed on high-flow nasal cannula support. Due to poor secretion management, patient was reintubated 48hrs later. Persistent renal dysfunction led to extubation failure, difficult to control hypernatremia with metabolic encephalopathy with subsequent delirium, anasarca, and hyperuricemia. On (B)(6) 2026 patient experienced catheter-associated urinary tract infection and hospital-acquired pneumonia with no positive microbiology. Patient was administered medication (piperacillin and tazobactam). Renal replacement was initiated on (B)(6) 2026. Due to dependence on mechanical ventilation, a percutaneous tracheostomy was performed on (B)(6) 2026. Decannulation was performed on (B)(6) 2026.